Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation, which show tubes with no tube labels on them. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode missing tube label. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using bd vacutainer® sst¿ blood collection tubes, a tube label was missing on 325 devices. No adverse impact was reported regarding the patient or user.

Event description:
It was reported before using bd vacutainer® sst¿ blood collection tubes, a tube label was missing on 325 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.